Event description:
The patient alleged an insulin leak from the cartridge because she found insulin in the cartridge compartment. No adverse event reported. Cartridge not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.